Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments/partial display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack screen of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.